Event description:
It was reported the alarm transfer to the deck does not work, it is impossible to restart alarm messenger. The remote service engineer (rse) logged into the server remotely and checked the alarms in alarm messenger and did not see any problems. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.